Event description:
Reference number (B)(4). Event occured in the united arab emirates. On (B)(6) 2025, a patient experienced an episode of high blood glucose (bg) levels. The cause was identified as a leak at the cannula insertion site, which was located in the lower back area. The patient's bg levels increased to 12.0 mmol/l during this incident. To address the elevated bg, the patient administered treatment using a manual injection method. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.